Manufacturer narrative:
Correction: section d1 brand name should be gallant hf instead of the generic abbott ICD. Section d2b device product code should be nik instead of lws. Sections d4 mode number, catalog number, serial number, lot number, expiration date, and primary UDI number should be (B)(4) respectively. Section d6a date of implant should be (B)(6) 2021 instead of unknown. Section g3 PMA/510k number should be p030054 instead of unknown. Section h4 device manufacture date should be sep 29, 2020 instead of unknown.

Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited under sensing. The patient condition was unknown. No additional information was reported.